Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. It was decontaminated with a scratched lcd lens. After visual inspection, performed functional and accuracy testing. Accuracy tests results: +7.39%, +7.53%, +7.02%. Customer's reported problem was duplicated. The most probable cause is a worn expulsor foam, and the expulsor assembly was replaced to correct the reported problem. The faulty pwa board, optic switch, lcd, scratched lcd lens, keypad, overlay, rear label, side label, flat gear, dual flag gear, and valves were also replaced. The cadd solis device passed all the functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device over-infused. The event occurred during preventive maintenance, there was no patient involvement.